Manufacturer narrative:
The reported field event of long charge time was confirmed. Review of device data showed the device had a charge time out during capacitor maintenance. The high voltage capacitors were sent to the manufacturer for analysis. The cause of the long charge time was due to an internal anomaly in the high voltage capacitor.

Event description:
During a remote follow up, an alert for excessive charge time was observed. Technical support was contacted and device replacement was recommended. The device was explanted and replaced to resolve the event. The patient was stable.